Event description:
Mother called with report of high blood glucoses. Customer was not home therefore could do no troubleshooting on device. Customer later called to troubleshoot. Device passed testing except the tone test. Had mother call md for manual injections to stabilize blood glucoses.